Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The patient could feel the battery obtruding underneath his skin. The pocket was moved to a more comfortable location and the patient was reportedly doing well.